Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer report number: 2017865-2023-00806. During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right atrial (ra) lead and an increased threshold was noted on the left ventricular (lv) lead. The right atrial and left ventricular leads were reprogrammed to resolve the event. The patient was stable.